Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with their belt clip and high blood glucose levels. The customer was assisted with belt clip. The customer states their levels were over 500mg/dl. It was reported that the customer had called in for the highs and was assisted with no delivery alarms. It was reported that the customer needed supplies. It was reported that the customer states they had to continue to change out their reservoir due to blood glucose fluctuating. It was reported that the customer was sent replacements.